Manufacturer narrative:
Medical device lot #: the customer provided lot # 0178853. This does not match the catalog number provided. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that iag bc pro global pnk 20ga x 1.16in had incorrect label information. The following information was provided by the initial reporter: this is a report about the discrepancy of the labels on the outer and inner cartons. According to the customer's report, "381034" was given on the label of the outer carton and "382534" was given on the label of the inner carton. Lot # is reported to be 0178853 but this didn't match the cat # in material info possibly due to the complaint labeling issue. (Additional information entered by (B)(6) on 03/25/2021), cat#381034 was given on the label of the shipping carton. Cat#381034, which was the same as that on the shipping carton, was given onto 3 of 4 shelf cartons contained in the shipping carton, and cat#382534 was given onto the remaining one shelf carton only. 20210329 (B)(6) additional information, label on shipping carton showed, "cat#381034, lot# 0178975", label on 3 shelf cartons showed, "cat#381034, lot# 0178975", only a shelf carton within the same shipping carton the label showed, "cat#382534, lot# 0178853". Even though printed information within the shelf carton says "cat#381034, lot# 0178975".

Event description:
It was reported that iag bc pro global pnk 20ga x 1.16in had incorrect label information. The following information was provided by the initial reporter: this is a report about the discrepancy of the labels on the outer and inner cartons. According to the customer's report, "381034" was given on the label of the outer carton and "382534" was given on the label of the inner carton. Lot # is reported to be 0178853 but this didn't match the cat # in material info possibly due to the complaint labeling issue. (Additional information entered by ayumu ueno on (B)(6) 2021). Cat#381034 was given on the label of the shipping carton. Cat#381034, which was the same as that on the shipping carton, was given onto 3 of 4 shelf cartons contained in the shipping carton, and cat#382534 was given onto the remaining one shelf carton only. 20210329 jun ikeda additional information label on shipping carton showed, "cat#381034, lot# 0178975". Label on 3 shelf cartons showed, "cat#381034, lot# 0178975". Only a shelf carton within the same shipping carton the label showed, "cat#382534, lot# 0178853". Even though printed information within the shelf carton says "cat#381034, lot# 0178975".

Manufacturer narrative:
The following fields were updated due to additional information: d10/d11: concomitant medical products: device available for eval yes. D10/d11: concomitant medical products: returned to manufacturer on: 2021-04-08. H6: investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received fifty unopened units within a dispenser box and five photos. During the visual examination of the photos and samples, it was observed that the dispenser label information did not match the information on the units within the dispenser box. The reported defect was confirmed. During manufacturing there is a line clearance process conducted to assure all material from the previous order is removed before introducing the materials for the new order to be built. Review of the device history records revealed that lot number 0178853, printed on dispenser label, was built prior to lot 0178975, printed on the unit labels, indicating that the most probable root cause is manufacturing personnel error due to incorrect line clearance. Verifications are conducted at machine setup and sampling is performed at regular intervals to mitigate the occurrence of this defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that iag bc pro global pnk 20ga x 1.16in had incorrect label information. The following information was provided by the initial reporter: this is a report about the discrepancy of the labels on the outer and inner cartons. According to the customer's report, "381034" was given on the label of the outer carton and "382534" was given on the label of the inner carton. Lot # is reported to be 0178853 but this didn't match the cat # in material info possibly due to the complaint labeling issue. (Additional information entered by (B)(6) on 03/25/2021). Cat#381034 was given on the label of the shipping carton. Cat#381034, which was the same as that on the shipping carton, was given onto 3 of 4 shelf cartons contained in the shipping carton, and cat#382534 was given onto the remaining one shelf carton only. 20210329 jun ikeda additional information. Label on shipping carton showed, "cat#381034, lot# 0178975". Label on 3 shelf cartons showed, "cat#381034, lot# 0178975". Only a shelf carton within the same shipping carton the label showed, "cat#382534, lot# 0178853". Even though printed information within the shelf carton says "cat#381034, lot# 0178975".

Manufacturer narrative:
D.4. Medical device lot #: 0178975. D.4. Medical device expiration date: 2023-06-30. H.4. Device manufacture date: 2020-06-26.